Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they had sought a professional evaluation from their local orthodontist who informed them that their bite is misaligned, they have traumatic contact of front teeth, and now need corrective invisalign treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.